Event description:
Pt admitted from ER to or with CPR in progress. Co valve replaced with another co's device. Pt expired on table. Pt had this co's valve inserted in 8/82. On 2/28/91, a letter was received from medicalert by facility cardiac surgeons which stated that the "FDA, co, and medical associations are urging physicians to counsel valve pts about the medical symptoms, risk and emergency responses suitable for each pt's case. This pt was notified on 3/8/91. The pt's clinical history/pre-op diagnosis was acute aortic insufficiency, prosthetic valvular disfunction. The pathology report indicates "foreign body extracted from terminal aorta: co disc consistent with valve structural failure of co prosthetic valve.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: disc. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.